Event description:
It was reported that the patient presented to a scheduled procedure. Prior to the procedure, the right atrial(ra) lead exhibited noise leading to oversensing and inappropriate mode switch. The patient felt discomfort and fatigue as a result. During the procedure, insulation degradation was observed on the ra lead. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.